Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned device showed damage to the sterile packaging blister. White debris inside the sterile packaging consistent with the appearance of foam debris from the sterile barrier and porous coating debris were also identified. The device history records were reviewed and no discrepancies were identified. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02586.

Event description:
It was reported that during inspection of circulated items, the sterile package was found to be damaged. It is unknown if sterility has been compromised. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.